Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was sent home with a wearable cardioverter defibrillator.

Manufacturer narrative:
Continuation of d10: 694765 lead; implant date (B)(6) 2004; ddmb1d1 ICD; implant date (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead displayed undersensing during ventricular events, and the right ventricular (rv) lead had high thresholds and variable pacing impedance. It was noted that a first phase short circuit protection (scp) occurred during high voltage therapies resulting in less than the programmed high voltage energy being delivered for ventricular fibrillation (vf) episodes. It was noted that the vf episodes were not successfully terminated. It could not be determined if the scp was due to the implantable cardioverter defibrillator (ICD) or the rv lead. The patient called reporting they were hospitalized, and the ICD shocks were programmed off. The patient was also given medication. The ICD and the leads remain in use. No further patient complications have been reported as a result of this event.